Event description:
The patient reported blood glucose results of "273 mg/dl, 114 mg/dl, 114 mg/dl, and 138 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.